Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The doctor confirmed that bone union, so deployed two assnis 4.0 screws were tried to remove with extractor. However these were not able to be removed and the tip of the extractor was broken and left in the patient body. The tip of the extractor was left in the patient body. The screws were not removed.

Manufacturer narrative:
The reported event that extractor asnis iii for screws:ø4.0mm ao fitting was alleged of 'breakage during surgery' could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The device inspection revealed the following: the returned product revealed broken tip. A deeper anaylsis of the tip surface shows that the device broke in torsion, since the breakage lines are following a helicoidal pattern, which is typical of a torsional overloading. Thus, based on the investigation, the most likely root cause is attributable to a user related issue. The breakage was caused by applying excessive force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The doctor confirmed that bone union, so deployed two assnis 4.0 screws were tried to remove with extractor. However these were not able to be removed and the tip of the extractor was broken and left in the patient body. The tip of the extractor was left in the patient body. The screws were not removed.